Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine [8 mg/ml] at a dose of 2.5 mg/day and dilaudid [15 mg/ml] at a dose of 4.8 mg/day via an implantable pump for non-malignant pain and peripheral neuropathy. It was reported on (B)(6) 2017 that an alarm was not heard but confirmed by telemetry. It was a non-critical alarm of elective replacement indicator (eri) that occurred on (B)(6) 2016 with a replace pump by date of (B)(6) 2017. It was indicated that the confirmed eri alarm that was occurring was not expected. It was noted that at the patient¿s previous refill on (B)(6) 2016. The eri was 17 months. No symptoms were reported.